Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, the device jaw was difficult to open. The jaws became clamped on tissue and would not release. Ring handle had to be forcibly pulled forward to get jaws to released off tissue. The device was cleaned occasionally. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.